Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer stated that the threshold suspend triggered with reading of blood glucose 99 mg/dl and sensor glucose 47 mg/dl, blood glucose 162 mg/dl and sensor glucose 53 mg/dl and blood glucose 173 mg/dl and sensor glucose 44 mg/dl. The sensor will be returned for analysis.